Manufacturer narrative:
"Tmicl13.2" should be corrected to "tmicl12.6" in initial medwatch report. "Patient's right (od) eye" should be corrected to "patient's left eye (os)" "the lens was exchanged" should be corrected to "the lens was explanted and replaced ". "Patient code 3191 : no code available (secondary surgery, lens exchange)" should be corrected to "patient code 3191 : no code available (secondary surgery, lens explant)". (B)(4).

Manufacturer narrative:
Weight: unk, ethnicity: unk, race: unk. (B)(4). Lens work order search: no similar complaint type events reported for units within the same lot. (B)(4).

Event description:
The reporter indicated that the surgeon implanted a 12.6mm tmicl13.2 lens, -12.5/+3.0/092 (sphere/cylinder/axis) into the patient's right (od) eye on (B)(6) 2019. On (B)(6) 2019 the lens was exchanged with a longer lens due to lens rotation. The problem was resolved.